Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall. As a result, the patient began experiencing difficulty moving her neck and head due to ipg migration and the resulting tautness from the lead to the ipg. The patient's scs ipg was repositioned during surgery on (B)(6) 2014. The patient's full range of motion was reportedly restored postoperatively, and the patient is currently receiving effective stimulation from her scs system.